Manufacturer narrative:
At this time, there have been no samples or visual evidence returned for evaluation; therefore, no corrective action is possible. If the sample is returned at a future date, this complaint may be reopened for further evaluation at that time.

Event description:
The catheter ruptured and part of it remained in the newborn, at risk of "entering" its circulation, causing risk to the newborn.